Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not cauterize during ligation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder self activated upon plugging in. It was sitting on the table, activated on its own, burnt a hole in the drape and melted the tip of the cannula and tip of the hemopro. The hospital used another kit, another cord, and another power supply to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 02/12/2010, for investigation. A visual inspection revealed that the tissue welder jaws were burnt and the silicon was peeling. The cannula tip was melted. A supplemental report will be submitted when the investigation is completed. (B)(4).